Event description:
Customer received incorrect results for 3 patient samples prior to the analyzer generating a data flag alerting the user there was a problem. Only 2 patient examples provided were discrepant for multiple assays. Patient 1, initial troponin t result gave 0.054 ug/l, accompanied by a data flag notifying the user the result was above expected value range for the assay and the result was reported. The sample was repeated giving < 0.010 ug/l accompanied by a data flag notifying the user there was a problem with the result. The sample was repeated again the same day and additionally the next day giving < 0.010 ug/l each time and both results were accompanied by a data flag notifying the user the result was below the measuring range for the assay. Customer said due to first incorrectly reported false positive result, the patient was admitted to the hospital. The sample was repeated by a different laboratory giving a negative troponin t result and the patient was discharged. Date of testing, method used and actual result from different laboratory was not provided. Patient 2, initial tsh gave 0.318 miu/l. The sample was repeated the same day giving 2.77 miu/l and again the next day giving 2.32 miu/l. Initial free t3 gave 49.33 pmol/l accompanied by a data flag notifying the user the result was above the expected value range for the assay. The sample was repeated same day giving 3.53 pmol/l and again the next day giving 4.16 pmol/l. Initial estradiol gave 9930 pmol/l. The sample was repeated the same day giving 117.1 pmol/l and again the next day giving 158.1 pmol/l. It is unknown if estradiol was performed for ivf testing on this patient. No adverse events were reported. The customer ran measuring cell prep on (B)(6) 2010 and reported no further issues. The field service engineer replaced the measuring cell on (B)(6) 2010. Investigation is on-going.

Manufacturer narrative:
The field service engineer on (B) (6) 2010 replaced the ang-ep pcb and reseated the connector on the photo mutiplier tube. Customer reports no further issues.

Manufacturer narrative:
Patient 2 was not on ivf. Patient does have a transdermal hrt patch that has e2, progesterone, testosterone and some dheas. The field service engineer in addition to replacing the mc on (B) (6) 2010 also cleaned, dusted and lubricated assemblies and replaced multiple parts on the analyzer. Performance tests were performed and were acceptable.

Event description:
Vlt/ stent fracture. The target lesion was aha1~2 proximal and aha2 distal (proximal, mid and distal rca). The lesions were for isr of three bare metal stents (bms) (duraflex: 3.0/25mm and 3.0/18mm, penta: 3.0/33mm) which had been implanted in (B)(6) 2004 due to inferior myocardial infarction. The lesions at aha1~2 proximal (proximal and mid rca) were concentric and aha/acc classification of the vessel was type b2. The vessel length was 30mm and the vessel diameter was 3.0~3.5mm. Aha/acc classification of the vessel at the distal rca (aha2 distal) was type b2. The vessel length was 15mm and the vessel diameter was 3.0mm. 2004-(B)(6): treatment for aha1~2 proximal was conducted as an elective case. Pre-dilation was conducted with a unknown balloon catheter (3.0/15mm) at 12atm (inflation time unknown). The first cypher (3.0/18mm) was implanted at 14atm (inflation time unknown) at aha1~2 proximal, inside the previously implanted three bms. Then the second cypher (3.5/18mm) was implanted at 14atm (inflation time unknown) proximal to the first cypher inside the previously implanted three bms, overlapping the 1st cypher. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before and after the procedure was unknown. It is unknown if act was measured. 2005-(B)(6): treatment for aha2 distal was also conducted as an elective case. Pre-dilation was conducted with a unknown balloon catheter (2.5/15mm) at 12atm (inflation time unknown). The third cypher (3.0/18mm) was implanted at 14atm (inflation time unknown) at aha2 distal, inside the previously implanted three bms. It is unknown if there was a gap between the first cypher and the third cypher. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before and after the procedure was unknown. It is unknown if act was measured.